Event description:
Asthmatic pt admitted to itu following a type 2 respiratory failure in 2000. Pt was ventilated and had a trachesostomy performed. The trachea wound was dressed with and granuflex (duoderm cgf), and changed every 2-3 days. Pt was moved to the general ward in 17 days later. On the 2nd day a granfuflex dressing was removed, area cleansed with normal saline only, and a duoderm extra thin dressing was applied. A couple of minutes after application, the pt developed an urticarial rash over their chest, which spread to their groin. Pt became short of breath and tachycardic. The dressing was removed and the pt was treated aggressively with medications listed in attachment #1. Pt recovered within 2 hours. In the following day the pt had another reaction, unrelated to a dressing change. Granuflex had been applied the previous evening. According to the nursing staff, the reaction was similar to first and the pt was treated with the same medication as before. The pt made a full recovery from both events although pt remained ill as a result of their original condition.